Manufacturer narrative:
Follow-up #1 date of submission 09/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the black box shows evidence of partially discharged batteries being installed. The pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. The battery compartment is intact. The current draws are within specifications. A battery life issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.